Manufacturer narrative:
Continuation of d10: product ID pscc100 (B)(6); product type: 0609-catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse select procedure , the procedure was aborted after the use of a transseptal device. The patient, who was under deep sedation with propofol and fentanyl, began coughing and subsequently coughed up blood shortly after the pulse select catheter was positioned against the ostium of the right superior pulmonary vein. The patient was heparinized and then treated with an anticoagulant antagonist. No ablation was performed during the procedure. The patient underwent bronchoscopy twice and was hospitalized for extended observation due to the injury sustained. The patient was reported to be in good condition with no bleeding or residuals. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc20 sheath with lot number 0012326587 was returned and analyzed. Visual inspection of the handle area was performed. The tip of the sheath was intact with no anomaly. Functional testing was performed and no anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.118 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was -0.0054 psig and in an acceptable range. In conclusion, the reported clinical issues (cough, coughing blood) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.